Event description:
An ivtm therapy was initiated for a post-CPR 40-year-old female patient (height - 170 cm, weight - 60 kg). A solex 7 catheter (lot #182883) was placed into the left internal jugular vein, and the catheter insertion was smooth. The patient temperature at the start of ivtm therapy was 34°c, and the target temperature was set to 36.5°c. During the fever mode, the customer noted that the blood backed up from the catheter, and the thermogard xp ivtm system generated an "air trap warning" alarm. No leaked fluid was observed on the patient bed, floor, and the thermogard system. A catheter balloon leak and around 250ml of saline infusion were suspected. The catheter was removed, and the therapy was ended, as the patient had reached the target temperature of 36.5°c. The dwell time of the catheter was 72 hours. Per the reporter, the "air trap warning" alarm was cleared, and the thermogard system was placed back on the floor for future clinical use. No patient injury was reported.

Manufacturer narrative:
The reported complaint of "a solex 7 catheter (lot #182883) balloon leak" was confirmed during the functional testing. During the functional in/out lumen test, a pinhole leak was observed at the distal end of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood had accumulated/dried up on the catheter's serpentine balloon and luer tubings.functional testing was performed, and all infusion ports and lumen were flushed without resistance. During the in/out lumen test, a pinhole leak was observed at the distal end of the serpentine balloon (4th loop from the tip), thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and one similar complaint was reported for the solex 7 catheter with lot #182883. (B)(6) was reported on (B)(6) 2023, and a pinhole leak was observed at the distal end of the serpentine balloon.